Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop. No actions were taken but a pump exchange was scheduled for the next week.

Manufacturer narrative:
Sections d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed driveline wire damage. The submitted log file contained data from (B)(6)2020 through (B)(6)2020. The log file captured a pump stoppage event on (B)(6)2020 at 11:32:53 with corresponding hazard alarms for low speed and low flow while the black power cable was connected to battery power and the white power cable was connected to the power module. No other atypical alarms were noted. For the remainder of the log file the pump maintained a speed above the low speed limit and appeared to be functioning as intended. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow cannula, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and graft attachment were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the heartmate ii lvas revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 4.5¿ from the pump housing. A distal segment adjacent to the metal connector was also returned measuring approximately 33.5¿ in length. The driveline was extensively wrapped in red gauze and white tape. The metal connector pins, bend relief, and alignment indicators appeared unremarkable. An electrical continuity test was performed on the driveline segments in the condition the driveline was returned, and shorted black and orange wires were observed on the segment adjacent to the pump housing as well as shorted black, brown, and red wires on the distal segment. The clear bionate layer appeared discolored but was otherwise unremarkable. Upon removal of the clear bionate layer, some separation and breakdown of the metal braided shield was observed approximately 2.5¿ from the pump housing as well as where the bionate layer was discolored. Visual and microscopic examination of the driveline revealed areas of damage on the black, brown, orange, and yellow wires approximately 2.5¿ from the pump housing. These areas of damage exposed the metal conductors and appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in this location. Damage to the black, brown, red, orange, and green wires was also observed approximately 31.0¿ from the pump housing. However, this damage was where the silicone jacket, clear bionate layer, and metal braided shield had been removed and was likely not present during support. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The yellow wire represents one of the redundant wires that comprise phase 1, the black and brown wires represent the redundant wires that comprise phase 2, and the orange wire represents one of the redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppage reported by the account and seen in the first submitted log file (see below) while connected to the power module. The system also had the potential to produce a phase to phase short, during which an interruption in pump function could result if the exposed conductors of any two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries). No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was an incidental finding of cosmetic damage in multiple locations along the external portion of the driveline were observed which had been repaired with tape/gauze.